Manufacturer narrative:
A visual examination of the returned resolution clip device noted that only the clip assembly was returned for evaluation. The clip assembly was returned in an open position and was detached from the delivery system. There is not enough information available to determine what caused the reported failure; therefore, the most probable root cause could not be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when trying to place the clip at the base of the polyp, the clip failed to grasp the tissue and was locked in an open position while it fell into the patient. The clip was retrieved with a retrieval basket and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is between 25 and 30 years old. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when trying to place the clip at the base of the polyp, the clip failed to grasp the tissue and was locked in an open position while it fell into the patient. The clip was retrieved with a retrieval basket and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.